Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro was inside the pt's leg cauterizing and cutting the vein when the hemopro started to smoke more than normal. The harvester removed the device to check if there was any piece of tissue on the jaws and there was no tissue. He checked the thumb button and it is in the "off" position; however, the jaw was still burning red. At this time the tip bursted to an open flame on the device tip. The device was immediately unplugged and set aside. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.